Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the 3.5x38mm xience prime stent delivery system (sds) sheath was removed without difficulty and the contrast mix ratio was 1:3. During the procedure to treat a de novo lesion in the left anterior descending (lad) artery, the sds was advanced to the target lesion and the stent deployed. The balloon of the sds was deflated; however, the balloon was difficult to remove from the stent. Several attempts were made to remove the balloon before the balloon was able to be removed. There was no adverse patient effect and no reported clinically significant delay. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the contrast mixture used during the procedure was 1:3. It should be noted that the xience prime instructions for use states: use contrast diluted 1:1 with heparinized normal saline. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to a difficult to remove balloon post deployment include, but are not limited to, partial deflation of the balloon, stent wall apposition, balloon size, and/or user technique. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove balloon post deployment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.